Event description:
It was reported that the device is scratched. There was no significant delay and no patient injuries. No backup device available.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the device is scratched. A visual inspection was performed and showed the scope to have a scratched negative lens, distal tip damage and fiber damage. This damage is caused by contact with another source. No manufacturing related defects were observed.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends.